Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) troubleshot the door failure, recrimped and reseated the latch pins, and ensured they were secured. The latch cables were also reseated on the board. The customer was then able to successfully recover the doors and complete inventory. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.